Event description:
A customer reported encountering a malfunction in their device, indicated by a malfunction code. Their blood glucose level was reported to be around 300 mg/dl, which did not exceed 500 mg/dl, the critical threshold, implying no adverse impact on their blood glucose level. Technical support advised the customer to reset the pump to resolve the issue. The customer planned to follow up for assistance with the reset once they returned home to their charging supplies.